Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 7 auxiliary due to a missing magnet. A field service engineer replaced the magnet and reseated the row board cable for drawer 7 auxiliary to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie drawer failed to stay closed. Customer stated that drawer 7 auxiliary failed to close, it causing a failure and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.